Event description:
Customer reported failure of the remote alarm during testing, which may result in failure to alert the user upon ventilator alarm activation. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. No patient involvement reported.